Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The 2.5x12mm liberte' bare metal stent was advanced to the target lesion in the right coronary artery. When the physician inflated the balloon, the balloon burst. The stent was not fully deployed. Another balloon was used to post dilate and fully deploy the liberte' stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.